Manufacturer narrative:
G4:08feb2021. B4:10feb2021. The customer responded to an email to the remote service engineer that the v60 unit has been repaired and has been returned to service. A good faith effort was made to the customer who stated that the power supply was replaced to resolve the issue. The device returned to functionality and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
It was reported to philips that the device turns on by itself and will not power off. The device was not in patient use at the time of the event. There was no report of patient or user involvement or harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated he has replaced the battery and pm pcba and the problem persists. The rse reviewed the signal path sequence table for 24vdc power on signal and advised the biomed to swap the user interface (ui) assembly with another unit for troubleshooting. The rse also provided part information for the ui pcba if needed. The biomed returned a call and stated that the ui assembly was replaced and still had the same issue. The biomed stated that there were no led lights working when ac is plugged into the wall outlet, and that 0.05 v is on the 24 v in the pneumatics screen. The rse instructed the biomed to try swapping out the power supply to see if that resolves the issue.